Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that a handpiece did not work, neither aspiration or ultrasound during a combined cataract and vitrectomy procedure. The affected handpiece was not in contact with the patient´s eye. The procedure was completed using a back up handpiece. No patient impact reported. Additional information has been requested but not received to date.

Manufacturer narrative:
The customer reported they were unable to perform aspiration or phaco. To address the issue, the customer used a different handpiece to complete the procedure. The handpiece did not come into contact with the patient. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the phaco handpiece. The handpiece was manufactured on april 14, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).